Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report that the insulin pump was dropped while changing the reservoir, and the insulin pump split in half. The customer's blood glucose reading was 6 mmol/l. The customer reverted to a backup plan. Caller was informed that the device would need to be returned and replaced.